Event description:
Upon removal of a 22 gauge saf-t-intima product from the pt it looked shorter. X-rays were taken and the missing portion was not found. No adverse effects to the pt. The catheter material appears to be cut at a 45 degree angle.